Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed, but the exact cause of the kink could not be determined from the two radiographic images that were provided for investigation. What resembled the catheter shaft, molded wings/bifurcation, and clamps from a dual lumen PICC were observed in the region of the humerus. What appeared to be a tortuous path of the catheter shaft was observed between 1 and 1.5 lengths of the molded bifurcation away from the distal end of the bifurcation. The IFU for powerpicc provena indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. Potential contributing factors include insertion technique, securement technique, movement of the catheter in relation to the patient; however, the exact cause of the reported event could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the floor nurse complained of a clotted 4fr dl but found a kink in the catheter (in the tissue, below insertion site) when an x-ray was completed. It was stated the IV rns has no issues with these insertions and they flushed well after insertion.